Manufacturer narrative:
The customer confirmed that the unit was being setup for use when the event occurred. There was no delay of therapy. The customer confirmed the jumping value did not accept and changed therapy without pressing a button, the touchscreen did allow the user to change the value, accept, or cancel, the ventilator output/delivered therapy did not change without any user input.

Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported there is an incidence on the touch screen and the wheel-type touch selector does not work either. The values to select move by themselves. The remote service engineer (rse) advised replacement of the front bezel must be changed. The customer advised the touch screen works correctly. The problem is in the nav-ring as there is no proper contact. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
It is identified that the front bezel will be replaced. The customer confirmed the jumping value did not accept and changed therapy without pressing a button, the touchscreen did allow the user to change the value, accept, or cancel, the ventilator output/delivered therapy did not change without any user input.